Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional additionally reported left "particles in valve".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on valve bond edge side assessed as unidentified (tear) opening (shell thickness within specification). An opening on radius side assessed as surgical damage. Other-technical: observed brown particles in fill channel. Additional observations: wear abrasion is observed. Crease fold is observed. No further actions are required as the device was implanted.